Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and sensing was very low due to lead dislodgement which was confirmed through fluoroscopy. Furthermore, a lead reposition was performed, and this ra lead remains in service. No adverse patient effects were reported.